Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm. The vessel morphology was reported as very small, severely calcified iliacs, with tortuosity. The stent grafts were successfully implanted in the patient. The final angiogram was run and there was a slight (late) type IV endoleak. The patient will be monitored in 30 days. No clinical sequelae were reported and the patient is fine. Film evaluation: review of films at implant show an endoleak, which appears more "jetting" in appearance, emanating from just below the bifurcated stent graft gate; possible type IV, but cannot rule out type iii endoleak.

Manufacturer narrative:
(B)(4). Results: endoleak; unknown type of endoleak. Conclusions: unknown type of endoleak.